Event description:
It was reported that during a colorectal resection procedure the clips were delivered across rather than in a perpendicular manner. A similar device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.